Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported following the trial procedure patient complained about left sided pain during programming session and the physician elected to remove the leads thereby resolving issue of pain.